Manufacturer narrative:
A5: "han" e1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous coronary intervention (pci) via a left radial artery approach, a flexor raabe guiding sheath became stuck in the patient. Per the reporter, advancement of the sheath into the radial artery was ¿slow¿, and resistance was encountered. Upon encountering resistance, the physician stopped advancing the sheath and attempted to withdraw the device; however, the sheath was stuck in the vessel and could not be removed. Subsequent attempts to remove the sheath, using larger wire guides and balloon dilation/¿pushes¿, were unsuccessful. The user then decided to surgically remove the section of the vessel in which the sheath was stuck. A photo provided by the customer shows a separated and unraveled section of the sheath. Per the reporter, the patient was not hospitalized. A section of the device did not remain inside the patient¿s body.

Event description:
Additional information was received 23dec2025 and inadvertently omitted from the previous report. The inner diameter of the radial artery was two-to-three millimeters. The sheath advanced approximately six centimeters into the patient. Vasospasm of the radial artery was noted, and nitroglycerin was administered to treat the vasospasm. The sheath unraveled and separated during attempted withdrawal, with the dilator in place. The user attempted to inflate a balloon past the sheath to remove the device. Blood flow to the hand was adequate after the procedure, and the intended percutaneous coronary intervention procedure was successful.

Manufacturer narrative:
Additional/corrected information: a2, b5, d9, h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.